Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the surgeon noted the posterior capsule was torn. The incision was enlarged to remove the lens and an anterior vitrectomy was performed. A different type of lens was implanted and sutures were required. The lens was discarded. The reporter stated the lens was not damaged as it was inserted into the patient's eye. The reporter stated they use a competitor's phaco equipment.

Manufacturer narrative:
(B)(4): silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens was discarded.

Manufacturer narrative:
Method: medical review, device history record review. Results: medical review - a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was related to the root cause of the complaint. Conclusions: based on the complaint history, work order search, medical review and the device history record review, the most likely root causes of the event may be the following possibilities - surgeon technique, patient related issues or torn lens hooked onto the capsular bag and caused a radial tear which creates a capsular tear. (B)(4).